Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that unk - screws: va locking was broken by the head-shaft union, the broken head of the device is no visible in the evidence provided. Additionally, the broken shaft of the screw remain inside the patient according to the x-rays provided. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: va locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - screws: va locking was broken at the head-shaft union, the broken head of the device was received in the physical evidence provided. The broken shaft of the screw was not received and remain inside the patient according to the x-rays provided. No other issues were found. A dimensional inspection for the unk - screws: va locking was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - screws: va locking would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that the patient had underwent osteosynthesis surgery for calcaneus with a va calcaneal plate one year and a half ago. The surgery was completed successfully without any surgical delay. Removal surgery was performed on (B)(6) 2023, and during the surgery the following events occurred: one screw broke at the head, and the shaft part remained within the patient¿s body. The heads of three screws stuck to the plate and were difficult to remove. The plate was successfully removed but the extraction drill bit broke. The shafts of the three stuck screws could not be removed and remained in the patient¿s body. It was confirmed via x-ray that no fragments other than the four screw shaft fragments remained within the patient¿s body. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for an unk - screws: va locking. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown screw: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.